Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 27. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 27. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.